Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and watchman flx closure device and delivery system (wds) were selected for use. The physician obtained access via the right femoral vein. The was and versacross connect system were advanced to the superior vena cava (svc). During pull down from the svc to the inferior vena cava (ivc), the positioning fell off the septum and the physician proceeded to advance the rf wire back up to the svc. The physician started to pull down to the ivc and then fell into the fossa. The physician was tenting inferior and anterior on the septum and energy was delivered. Bubbles were seen in the left atrium (la), but the wire did not advance with ease. The patient had a prior ablation, and the physician believed it went thru the iatrogenic atrial septal defect (iasd). The versacross wire was advanced, the dilator was removed, and the pigtail catheter advanced to laa. A laa angiogram was performed, and the wds was opened but not prepped. The patient began to become symptomatic, and hemodynamics became unstable. Transesophageal echocardiography (tee) imaging confirmed a 2.9cm circumferential effusion, which was not there pre procedure. Medication was given to keep the patient hemodynamically stable. Pericardiocentesis was initiated and 500cc of blood was pulled off the pericardium and recycled back to the patient via a cell saver. The patient was stable and went to the intensive care unit (ICU) with a pericardiocentesis drain bag. The physician will reattempt the laac procedure at a later date.